Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as might be caused by an unknown reason was determined to be the root cause of device failure. Other mechanical damages found are attributable to the removal surgery. In addition, the recipient's hearing loss progressed over time and the recipient was no longer within the indication criteria of the device and was therefore re-implanted with a cochlear implant. This is a final report.

Event description:
The user has had poor hearing performance with the device since 2023. The user was re-implanted with a cochlear implant.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user has a poor performance since 2023. The user was re-implanted with a ci.